Event description:
It was reported by the customer, that event involved a female pt (pt) via a right internal jugular insertion site in 2008. Patient's diagnosis was coronary artery disease requiring coronary artery bypass graft surgery. Patient was transferred from operating room to cardiac surgical intensive care unit on 14 mcg/min of levofed without event. Edwards lifesciences 7fr. Nurse proceeded to run a cardiac output, and at this point blood backed up into sterile sheath and a lesser degree into side arm of percutaneous sheath introducer (psi). The short disconnect of infusion resulted in a rapid drop in pt's blood pressure, as she is critically dependent on levofed. As a result, the nurse quickly switched infusion to the double lumen central venous catheter. Patient recovered psi was removed the following day.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.